Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 14-dec-2017 - device evaluation: the device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation no power issues were found in the black box. During the rewind sequence, the pump was found to give a call service 078-0008 alarm. Further testing was unable to be performed due to the alarm. The pump case was found to be cracked between the keypad and the case seal. A leak test was performed and the pump was found to leak at the crack in the case. The pump was opened and moisture damage was found on the printed circuit board. A call service alarm was discovered due to moisture damage.